Manufacturer narrative:
Device manufacture date - a manufacturer representative went to the site to service the system. The motion controller and collimator were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the rotor motion controller not responding. There was no patient involved.